Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the unit and encountered the issue upon moving the screen back and forth, the stm observed the flickering. To resolve the issue, the stm replaced the display screen and coiled cable. The unit was turned on and the screen was moved back and forth for verification. No flickering was observed. Abp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) display was not working. It is unknown if there was any patient harm or injury; however there was no adverse event reported.